Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile/expired device, not using antibiotics, not prepping the skin, patient picking at the wound or engaging in strenuous activities, and the patient having pre-existing conditions have been ruled out as potential causes. The implanting clinician stated the cause of the infection is unknown. However, the questionnaire shows the implanting clinician did not irrigate the site before closure, potentially contributing to the infection. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of infection is due to not irrigating the site before closure (user error-clinician).

Event description:
The trial leads were pulled on (B)(6) 2021, due to the patient experiencing an infection. The patient was prescribed antibiotics and no further issues have been reported.